Event description:
The report is from the study. The patient was a male, with a history of hyperlipidemia. The patient was considered high risk due to post radiation treatment, high cervical ica lesions or oca lesions below the clavicle. The target lesion was the right mid common carotid. The lesion was 15mm long and 7mm in diameter. Pre-procedure stenosis was 85%. The lesion was pre-dilated. A precise pro rx 8 x 30 was deployed at the target lesion. An angioguard rx, size 8 basket, was successfully deployed and retrieved during the procedure. There was no neurological deficit when the patient left the angiography suite. The patient discharged the following day (2009). Approx two months later, the patient had a sudden onset stroke with left side hemiparesis. The stroke was beyond the 6 hour window of opportunity, so therefore, not treated. CT was negative for new changes or blood. An angiogram was conducted and showed a total occlusion of the stent. The patient had left sided weakness at discharge to a rehab center and is ongoing.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.